Manufacturer narrative:
.

Event description:
A report was received that the patient¿s ipg migrated. The patient underwent a pocket revision for optimal charging. The patient was doing well.

Manufacturer narrative:
The suspect medical device reported in this MDR form falls under investigational device exemption (ide) and should not have been reported on a 3500a MDR form.

Event description:
A report was received that the patient's ipg migrated. The patient underwent a pocket revision for optimal charging. The patient was doing well.